Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed in which fluid leak was identified due to the tubing above the pump breaking. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed in which fluid leak was identified due to the tubing above the pump breaking. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.